Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 4.0 mg/ml of hydromorphone at 1.0979 mg/day via an implantable pump. It was reported the patient's healthcare provider was contacted and told the patient's friend/family member that the pump would run out of medication the next day (on (B)(6) 2020). The patient was crying the night before (on (B)(6) 2020) because they were hurting really bad and thought the medication was out. It was noted the patient had just gotten out of a rehab hospital due to a potential stoke. It was reported the potential stroke was unrelated to the patient's pump. The patient had moved and did not currently have a healthcare provider. Physician listings were provided.